Manufacturer narrative:
During a follow - up with the user facility, it was confirmed that: the reported device malfunction was found during a procedure and not prior to use, as previously reported. The intended procedure was for a diagnostic bronchoscopy. The procedure was subsequently completed with a similar device (evis x1 cv 1500). The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Manufacturer narrative:
Corrected data: d9 (date returned to manufacturer was inadvertently omitted from the initial report). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the gap or blockage in the scope channel, i.e., deformed biopsy channel could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the bronchovideoscope allegedly had a defective bowden cable. The reported issue occurred during preparation of use for an unknown procedure. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was a gap or blockage in the scope channel which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed as of this report. During the device evaluation it was observed that the angle wires were stretched. Upon further inspection, it was also observed that there was a blockage or gap in the scope channel due to physical stress. It was observed that the adhesive of the bending section cover was peeling off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.